Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display board cables were re-seated to resolve the reported issue. No patient information provided to date after calls to customer 11/12/20, 11/16/20, and 11/18/20.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient involvement.